Event description:
Complainant alleged that during biomed testing the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction or pacer output is set at 10ma and is giving reading of 8ma on the analyzer was observed. However, this is not a device malfunction. In the m-series operator guide on page a2, the device specification for pulse amplitude between 0 and 140 ma is plus or minus 5% or 5 ma, whichever is greater. No trend is associated with reports of this type.